Event description:
It was reported that a patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (abdomen). The patient did not think the pink slide move forward as well.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in reported unknow needle mechanism failure.